Event description:
The customer used the device to check their blood glucose and obtained a reading of 95 mg/dl. They then went to scheduled dr's appointment and their dr's meter read 449 mg/dl. Customer was sent to the hosp and kept overnight for observation. Their glucose in the hosp was 250 mg/dl. Their insulin dose was increased. Controls were not used on the system. The device was replaced and requested to be returned for eval.